Manufacturer narrative:
A device history record(DHR) review was not conducted as the lot information was not available. A historical data review was performed for the part number which revealed no non-conformances, capas, or quality events on records for this part number. At the time of this review. As described by the complaint event it appears that during a l4/5/s tlif procedure on (B)(6) 2021, the tlif cage fractured during insertion into the l5/s1 disc space. The complaint noted that the vertebral space was limited and the vertebral segment was not mobile. No information was provided if proper disc space preparation or trailing occurred prior to the fracture, additional information has been requested. Retrieval of the cage was attempted post fracture however, a fragment or fragments remain in the patient. It is unknown if another device was implanted. The procedure was completely with over a 30 minute surgical delay. The root cause is indeterminate. If further information becomes available the complaint will be reopened and evaluated further. Complaints of this nature are monitored through tracking and trending and if a trend is detected, further action will be taken through our CAPA/continuous improvement process.

Event description:
T was reported that this was a tlif (l4/5/s) for treating lumbar spinal canal stenosis on (B)(6) 2021. After the surgeon inserted the cage at l5/s1, he was not able to turn the cage due to limited intervertebral space and less intervertebral mobility. So he tapped the cage with a hammer. As images showed some awkward shapes of the cage, it was removed from the patient's body. The cage had broken, and the surgeon tried to remove a fragment(s). However, the fragment(s) has been left in the patient's body. The procedure was delayed over 30 minutes. No further information is available. Concomitant device reported: unknown hammer (part# unknown, lot# unknown, quantity unknown) unknown insertion instrument (part# unknown, lot# unknown, quantity unknown) this complaint involves one (1) device.